Event description:
It was reported by a customer on (B)(6) 2011, the laser system was not capable of running at 180 watts due to a low power output. Per the customer, error message 172.8 was received from the laser system. The customer reported that the procedure was able to be completed but with less wattage. No patient injury was reported.